Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, a rapid drop in battery longevity from the previous follow-up was noted on the device. A battery longevity overestimation was suspected to have occurred at the previous follow-up which explained the recent drop in estimated battery longevity. Abbott technical support was contacted and confirmed battery drainage was normal. No intervention was performed at this time. The patient was in stable condition.